Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported since about (B)(6) 2016, they no longer feel stimulation. The patient only felt stimulation when increasing and decreasing, and then it would dissipate. It was stated that their symptoms were now like they were before they got the implant. The patient had tried all 4 programs and none helped. It was stated there were no medical procedures or electromagnetic interference (emi) that could be related to the reported issue, but they were taking a different medication. There were also no trauma or falls related to the reported issue. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow up information received from the patient on (B)(6) 2016 reported that they fell a few times "this past winter" and they started to have moments of not being able to feel when they should go. It was stated that it has progressively gotten worse over time. They have changed their settings and they feel okay for a while, but then they still can't feel it at times. The feeling has not changed and they still have a lot of times they feel no sensation at all.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.